Event description:
It was reported that a malfunction occurred with the pump, indicated by malf 14 code, and the issue persisted after a reset attempt. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was instructed to reset the pump, and when the malfunction persisted, it was decided to replace the pump. In the meantime, the customer was advised to use mdi as a backup therapy and instructed on returning the pump with a pre-paid label.